Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue.there was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the black box showed a pump reboot. The battery compartment was found to be cracked from the threads down to the case seal. There was no battery cap returned. A test battery cap was able to fit and was used. The ez-prime steps were performed correctly with no power interruptions occurring. The "power" complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.